Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was missing along with the some plastic along the top of the reservoir. The customer¿s blood glucose level was unknown. Customer stated that the retainer ring had damaged. Customer stated that the insulin pump had cosmetic damaged. The customer reported that the reservoir not able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.